Event description:
Caller states, the pt tested 5.4 inr on coaguchek test sys 1 and 7.9 inr on coaguchek test system 2. No action was taken based on device results. No adverse event reported. Comparison performed at a medical facility. Requested return of suspect test system, however, caller states strips are unavailable for return.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 2.